Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
Device was in use with home care pt. According to a report, when the listed insulin administration set was removed from use with the pt, the insertion site was red and irritated. Upon removal of the replacement set the following day, the site again looked red and irritated with evidence of a bacterial infection. No treatment has been reported. No permanent adverse effects reported.